Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by abdominal pain. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin injection (1 gram, intraperitoneal, start dose and duration not reported), imipenem injection (1 gram in one bag per day and intraperitoneal and duration not reported) and amikacin injection (100 mg, intraperitoneal, one bag per day and duration not reported) for the event. Two days after the onset, the patient was discharged from the hospital and was recovered from the event. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.